Manufacturer narrative:
PMA/510(k) # k160229. The device was not returned for evaluation; therefore, the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c devices of lot # c1249342 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It has been reported that two needles have broken in the patient during the first attempt of use. The broken tips were removed from the body. There have been no adverse effects to the patient. The needles have been disposed of. This report references one of the needles breakages. Reference also report# 3001845648-2016-00319.